Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacteria during maintenance activity. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, several deviations from device instructions from use in the unit maintenance procedure at customer site were found: water quality check is randomly monitored; a disposable filter different to pall-aquasafe is used, but no information about the filter model has been provided; water circuits are not disinfected before device storage; field blue tubing set used with the heater-cooler is not replaced every year; a not listed and authorized disinfectant is used for the device surfaces; disposable gloves were not solely used for 3t device during cleaning. Following device contamination discovery, the hospital performed water change each day and disinfection every 7 days, and the blue tubing set was replaced. Based on information collected, it cannot be excluded that the deviations above mentioned may have led/contributed to the reported contamination.

Event description:
See initial report.